Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. Evaluation of the returned receiver confirmed a hardware error code. The root cause was determined to be a defective component in the receiver's printed circuit board.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced a hardware failure. Dexcom technical support advised patient to restart device on (B)(6) 2014. Dexcom has issued an rga for patient to return their device to be investigated.